Event description:
It was reported that the patient presented in clinic for initial implant procedure on 2 feb 2026. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited no current of injury and failure to capture. Repositioning was attempted, but upon redocking, the ralp dislodged with tissue attached at the helix. The ralp was not implanted. Patient condition was stable.

Manufacturer narrative:
The reported events of use of device problem, failure to capture, and device dislodgment could not be confirmed. Visual inspection, specification measurements, analysis including output verification and longevity assessment were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.